Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The patient's mom/reporter claimed the patient's blood glucose went "high" on (B)(6) 2011. The patient has symptoms of nausea and vomiting and tested positive for ketones. His blood glucose came down to 231 mg/dl on the morning of (B)(6) 2011 but was elevated to 470 mg/dl later that day. The reporter provided some probable causes for the elevated blood glucose such as the patient is currently going through puberty and has a cold. In addition, the reporter was not priming the infusion set correctly at the time of concern. She reportedly did not wait for the drop to come out during the priming process before continuing the patient's pump therapy. The animas representative performed troubleshooting to evaluate the animas pump and to assess the patient's alleged elevated blood glucose. The basal and bolus insulin as well as the total daily dose added up correctly and were accounted for. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to use error and because the patient suffered symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigators were unable to download the pump history for review. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. Investigation revealed a crack in the pump casing near the ir communication window, and there was evidence of moisture damage observed on the pcb. Investigation could not be adequately completed due to moisture damage.